Manufacturer narrative:
An evaluation is anticipated but has not yet begun.

Event description:
Nellcor puritan bennett received a report from a biomedical engineer that the unit did not provide an audio tone following the speaker upgrade. There was no patient harm reported.